Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. At 4:00 am, the patient¿s partner noted the patient¿s breathing was different and tried to wake her. The patient was unconsciousness and her cgm displayed low but the patient had not received an urgent low alert. An ambulance was called, and the patient was treated with IV glucose. The patient regained consciousness and recovered at home. The sensor insertion site, insertion date or other details were not provided. Data was evaluated and the allegation was confirmed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.